Event description:
It was reported that balloon rupture occurred. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 2 atmospheres for 5 seconds, the balloon ruptured. Subsequently, it was replaced with an 18-6/5.8/75 xxl esophageal balloon catheter; however, during inflation at 5 atmospheres for 3 seconds, it also ruptured. Another 18-6/5.8/75 xxl esophageal balloon catheter was advanced but it also ruptured during inflation at 4 atmospheres for 5 seconds. The procedure was completed with a different device. No patient complications were reported.